Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to low blood glucose, heart rate is low, unable to pee. The cause of death was acute cardio pulmonary arrest, congestive heart failure, kidney failure. The caller stated that the customer had congestive heart failure that may have led to the customer's passing. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. It is unknown if the caller will return the insulin pump for analysis. Frn-mmt-332a-rsvr, unomed set.